Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to unsatisfactory patella tracking. The revision procedure was a tibial tubercle shift.

Manufacturer narrative:
(B)(4). No clinical supporting documents have been provided to conduct a through analysis of the reported device failure. No product was returned, hence visual or dimensional inspection could not be completed. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. If more information is received, this investigation will be reopened.